Event description:
I think it is important for you to know that I am a practicing registered nurse and my husband is a physician. I gathered copies of all my lab work and test studies throughout this ordeal. On (B)(6) 2008, I underwent a right hip resurfacing procedure with a smith and nephew birmingham prosthesis. Following implantation of the device, I recovered uneventfully. Approximately 9-10 months after the implant had several episodes of tachycardia with chest pain. Underwent complete cardiac work-up nothing found. I was also having flu like symptoms with shortness of breath requiring multiple chest x-rays and pulmonary function tests. Again non-conclusive. Sometime thereafter I noticed intermittent swelling of finger joints to the point that I could not wear my wedding ring. Saw a rheumatologist, had another complete work up and again nothing conclusive. In (B)(6) 2010, started noticing pain in my operated hip. I knew this was not normal, but elected to live with it as it was not constant, thinking maybe was muscular. In (B)(6) 2011, I finally made an appointment with the surgeon that did the operation in 2008 for a follow-up. Prior to the meeting, I had my cobalt and chromium levels drawn. Both came back elevated. The surgeon assured me that the pain could not be coming from the operated hip as the x-ray was perfect, and the lab that did the blood work was not one that was approved for this type of testing. Due to my insistence he agreed to repeat the blood work (at his lab) and ordered an MRI of my hip and my back as he felt my back was the problem. The blood work came back elevated again and the MRI of the hip was abnormal with fluid and inflammation showing in the tissue. I never had the MRI of my back. At this point in time, the conclusion was that I was having some type of reaction to the metal on metal device and the only way to correct the problem was to remove the implant and replace it with a total hip device that was not metal on metal. On (B)(6) 2011, I underwent a revision total hip at a different facility with a different doctor. Currently I am recovering from the procedure. Add'l info received from reporter (B)(6) 2011: (B)(4).

Event description:
I think it is important for you to know that I am the pt as well as a registered nurse and my husband is a physician. I gathered copies of all my lab work and test studies throughout this ordeal. On (B)(6) 2008, I underwent a right hip resurfacing with a smith & nephew (B)(4), this is a metal on metal device. Following implantation of the device I recovered uneventfully. Approx one year ((B)(6) 2009) after the implant, I had several episodes of tachycardia with chest pain. I underwent a complete cardiac work-up and the only abnormality found was a small pericardial effusion on echocardiogram. Shortly after this I started having flu-like symptoms and shortness of breath requiring multiple chest x-rays as well as pulmonary function tests. Again nothing conclusive was found. In (B)(6) of 2009, I noticed intermittent swelling of my finger joints to the point that I could not wear my wedding ring. I also started having pian and numbness in my feet at this time. I was seen by a rheumatologist at this time, again had a complete work-up and nothing conclusive was found. So I lived with it. In the (B)(6) of 2010, I noticed pain in my operated hip while doing very light jogging with my dog. I knew this was not normal, but I elected to live with this as it was not constant, thinking maybe it was muscular. In the (B)(6) of 2011 as things seemed to be getting worse, I made an appointment with the surgeon that did the operation in 2008 for a follow-up. Prior to this meeting I had my cobalt and chromium blood levels drawn. Both came back elevated. The surgeon was not impressed with the lab work (not done in his controlled lab) the x-ray he did in the office looked perfect and he felt the pain was coming from my back. Due to my insistence he agreed to repeat the lab work (at his lab) and ordered an MRI of my hip and back. The blood work came back elevated and the MRI of the hip was abnormal. I never had the MRI of my back. At this point in time, the conclusion was that I was having some type of reaction to the metal on metal device and the only way to correct the problem was to remove the implant and replace it with a total hip device that is not metal on metal. On (B)(6) 2011, I underwent a revision total hip arthroplasty at a different facility with a different physician. I am currently recovering from this procedure.